Event description:
The customer reported via phone call that the insulin pump did not prime properly. The customer stated that she pressed act to prime the tubing, but the insulin pump did not recognize the reservoir. She stated that no numbers populated on the screen even though insulin exited the tubing. The customer did not provide the blood glucose reading. She stated that she never used the insulin pump and would either keep or discard the device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.